Manufacturer narrative:
Device remains implanted.

Event description:
The patient was reported to have difficulty seeing and was treated with durezol followed by restasis and another round of steroids.